Manufacturer narrative:
The t:slim pump user guide states: "check your t:flex pump personal settings to ensure that they are correct." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to deliver a bolus, the pump recommended a bolus of 328 units. Review of the customer's personal profile settings by tandem technical support showed that the customer accidentally changed one of the time segments to an incorrect value of 1unit:1mg/dl. Reportedly, the customer's blood glucose level was 424 mg/dl, and the customer did not deliver a bolus with the incorrect correction factor value. Tandem technical support assisted the customer in successfully changing the correction factor settings back to 1unit:100 mg/dl.